Event description:
During a laparoscopic assisted vaginal hysterectomy, the surgeon fired the instrument four times and it worked well. On the fifth firing a blue cartridge was loaded. The staples formed but it did not cut. A second instrument was opened. On the third firing the same thing happened and there was partial staple formation and partial cut line. The surgeon switched the cartridge and it fired fine. A third instrument was opened and worked fine on the first firing. On the second firing when clamped down on tissue, it was hard to press the black handle to the stationary handle and some staples were protruding from the cartridge. The instrument was not fired and the surgeon finished the work vaginally. There was no consequence to the patient.